Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 85% stenosed, 26mm in length target lesion was located in the mildly tortuous, mildly calcified and 3.8mm in diameter left anterior descending (lad) artery. A 4.00 x 28mm promus element plus stent was advanced to treat the lesion. However, it was noted that the stent got dislodged. The stent was then removed from the patient¿s body and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent had detached from the sds and was not returned for analysis. A review of the manufacturing data for the stent profile was performed. During the manufacturing process, stent profile is confirmed on 100% of promus devices manufactured. The stent outer diameter (od) is measured and verified against specification for the product prior to packaging and shipping. The pre-dilatation maximum od (outer diameter) for promus element was measured. Product not meeting this requirement is scrapped. The maximum crimped stent profile measurement at the time of manufacture for the returned device was within the specification. The tip profile was visually and microscopically examined and no damage was noted. The balloon body was reviewed and no issues were noted. Stent crimp markings were visible on the balloon which is evident that the stent was crimped on the balloon prior to detachment. The balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along the several locations of the hypotube shaft profile. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found a kink in the inner/outer polymer extrusion 95 mm from the port bond. This type of damages is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 85% stenosed, 26mm in length target lesion was located in the mildly tortuous, mildly calcified and 3.8mm in diameter left anterior descending (lad) artery. A 4.00 x 28mm promus element¿ plus stent was advanced to treat the lesion. However, it was noted that the stent got dislodged. The stent was then removed from the patient¿s body and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.